Event description:
It was reported to philips that the ECG (electrocardiogram) cables are worn out and need to be replaced. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse), field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the ECG (electrocardiogram) cables are worn out and need to be replaced. Based on available information, the customer's technician confirmed that the ECG cable leads needed to be replaced. Since the requested cables (m1545a, m1542a, m1543a) were obsolete and could no longer be ordered, the technician ordered the entire new generation ECG cable. As per the customer¿s request, an fse visited the customer site, evaluated the device, and confirmed that the ECG cables had damaged sheaths. The fse replaced the 3 lead ECG trunk, aami/iec 2.7m, and 3 leadset, snap, iec, ICU. The device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was that the ECG cables were worn out. Further root cause was not determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse replaced the 3 lead ECG trunk, aami/iec 2.7m, and 3 leadset, snap, iec, ICU and the device was returned to full functionality. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.